Event description:
The manufacturer received information alleging death of the patient. There was a report of serious or permanent harm or injury. No medical intervention was specified by the patient. During the evaluation of the device at the third-party service center, the device was visually inspected and found pca electrical damage. The device's event log was reviewed by the service center and error code found. Additionally, failures observed were reusable pollen filter service, iso port kit, plus contamination, blower box kit contamination and heater plate kit physical damage. The customer complaint was reproduced, and the device was not repaired. The device has not yet been returned to the manufacturer for evaluation. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.